Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported water coming out of a cassette. No sample was returned for root cause evaluation; therefore, the condition of the product could not be verified. However, a video confirming leakage was provided by the customer. A 7 second video shows the cassette operating on the console; the procedure step appears to be priming of the cassette prior to surgery. A constant drip of fluid droplets are observed on the handle of the cassette, however, the exact source cannot be identified from the video. We do acknowledge fluid is leaking. A trend review of complaints for this lot indicates this is an isolated event for this lot. There have been no other reports for fluid leakage for these finished goods. While the source of the complaint is related to fluid leakage from the cassette, the root cause of the leakage could not be conclusively determined as a sample was not received and the condition of the product could not be verified. It is recommended for root cause determination the customer return the sample for a full evaluation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that water comes out of the cassette during the surgery. There no report of patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).